Event description:
It was reported that a screw fractured and backed out post-op, which caused the construct to be unstable and fusion was not achieved. Additionally, the cage was found to be cracked. A 2-level plate, 6 screws, and cage were removed during a revision surgery. This is report eight of eight for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned peek cage (pn unknown) for the failure of implant fractured post operation. Medical records were provided in form of x-rays. The provided x-rays confirms that an implant was migrated. Potential cause: despite the products were returned for evaluation, root cause can't be established. Patient conditions and events prior to the surgery are not known. Insufficient information was provided. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use : this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Product device code is similar to max. PMA/510(k) number: similar to k082774. Reference reports 3012447612-2021-00020 thru 3012447612-2021-00027. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw fractured and backed out post-op, which caused the construct to be unstable and fusion was not achieved. Additionally, the cage was found to be cracked. A 2-level plate, 6 screws, and cage were removed during a revision surgery. This is report eight of eight for this event.